Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user disconnected from the ilet after experiencing prolonged hyperglycemia up to approximately 350 mg/dl despite an infusion set change and continued insulin delivery, and subsequently resumed use of a prior pump with reported glucose between 70¿180 mg/dl; insulin types included fiasp in the ilet and humalog in the prior pump. Symptoms included hyperglycemia. Outcomes included no hospitalization, no alerts or alarms, and completion of troubleshooting and education. Investigation included review of available device data and patient-reported history. Investigation of this case revealed loss of glycemic control with unclear etiology and no confirmed device alarm or malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.